Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultralink meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On the morning of (B)(6) 2013 the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. Four hours afterwards, the patient experienced the symptoms of sweating and frequent urination. The patient administered self-treatment by taking a bolus dose of novolog insulin via the insulin pump. He did not seek any medical attention. Troubleshooting revealed the test strips were correct and the battery did not need to be replaced. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose levels due to the meter power issue, and received treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Follow up # 1/supplemental report text- (B)(4) 2013: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. During product analysis, the battery was replaced and the meter powered on successfully. A secondary issue was discovered in that the lcd was found to be cracked and a black mark was on the lcd. The patient's returned test strips and control solution were not tested as the issue was meter-related. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.